Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After clearing the code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.